Event description:
It was reported that a patient using the ilet experienced hypoglycemia while incarcerated, and device data could not be synced; the device is reportedly paired to a clinician¿s phone for future data retrieval. Symptoms included low blood glucose. Outcomes included no medical attention sought and no hospitalization. Investigation included case initiation and a plan to obtain device data through the clinician for review. Investigation of this case revealed that the cause of the hypoglycemia is unclear due to the lack of accessible device data at the time of report. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.